Event description:
The ventilator was originally returned to the manufacturer for the capacitor recall and preventative maintenance. During service, the ventilator reset several times with an audible/visual alarm.

Manufacturer narrative:
Na